Event description:
The doctor complained of light x-ray images.

Manufacturer narrative:
Results: the light images are caused by not enough output from the tubehead which creates light gray images instead of crisp clear images. Routine electrical safety testing calibration was performed on the unit and found that the unit is operational and within calibration. Tubehead was checked for leakage and leakage was present, coming from the back of the tubehead. Conclusions: there is a lead sheath that is placed in the tubehead that blocks the radiation from coming out the back of the tubehead. The technician stated that this sheath is 1/16" and there is a possibility that there is a rip in the sheath or that the sheath was not installed in the tubehead. Tubehead is being replaced. Investigation ongoing to determine root cause.